Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was found to have protruded from under the skin when the device was removed. The plug was removed and manual compression was used to complete hemostasis. There was no reported patient injury. The user is trained on the device and has used it over 30 times. There were no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use (IFU). The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in an endovascular therapy (evt) procedure with an ipsilateral antegrade puncture. A 5f non-cordis sheath was used. The device was deployed at the black-black timing. The deployment button was fully depressed and flushed against the handle. The doctor quickly removed the exoseal vcd and vascular sheath introducer as a single unit from the patient after depressing the deployment button. The doctor could not confirm whether the indicator wire was still visible when the device was removed. Other procedural details were requested but were not provided. The device will be not returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f exoseal vascular closure device (vcd) was found to have protruded from under the skin when the device was removed. The plug was removed and manual compression was used to complete hemostasis. There was no reported patient injury. The user is trained on the device and has used it over thirty times. There were no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use (IFU). The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in an endovascular therapy (evt) procedure with an ipsilateral antegrade puncture. A 5f non-cordis sheath was used. The device was deployed at the black-black timing. The deployment button was fully depressed and flushed against the handle. The doctor quickly removed the exoseal vcd and vascular sheath introducer as a single unit from the patient after depressing the deployment button. The doctor could not confirm whether the indicator wire was still visible when the device was removed. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18299091 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "plug inaccurate placement" could not be evaluated. In addition, patient related events cannot be duplicated in the lab and without procedural videos, cannot be observed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.